Event description:
As reported by the edwards lifesciences implant patient registry, a valve in valve procedure was performed using two 23mm sapien xt valves. Initially, during the transfemoral tavr procedure, a 23mm sapien xt valve was prepared in normal fashion; however, the novaflex+ (nf+) delivery system (ds) was prepared with 1cc less volume (16cc). The valve was advanced across the annulus and positioned without incident. Rapid pacing was initiated and the valve was deployed using slow inflation. As inflation was completed, the valve moved, landing 100% aortic. A second valve was prepared and deployed 50:50 aortic/ventricular (a/v). The patient was transferred in stable condition. Post operative day (pod) 1, the patient ¿started having issues¿, and the first valve was surgically removed. No additional information is available. It was perceived that the blood pressure should have been slightly lower during inflation in order to minimize movement of the valve. It was also discussed that mild native annular and leaflet calcification may have contributed to the poor initial seating of the valve. The patient¿s annulus measured 19mm by transesophageal echocardiogram (tee) and 18.5mm x 23.6mm by CT. Mild annular calcification, mild native leaflet calcification and mild aortic root calcification was reported.

Manufacturer narrative:
Per the instructions for use, device malposition requiring intervention is a known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or severely calcified aortic leaflets, preserved ejection fraction, significant mitral annular calcification (mac), loss of pacing capture, and movement of the delivery system by the operator. Deployment of the sapien xt valve too aortic has the potential to contribute to suboptimal coaptation of the sapien xt valve leaflets and cause central aortic insufficiency; it can obstruct the coronary ostia; and lead to embolization of the prosthesis into the ascending aorta. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien xt thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic malposition (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment in this case, the exact cause of the malposition cannot be confirmed. It is possible that procedural factors (valve movement during rapid pacing), in addition to patient factors (mild native annular, leaflet, and aortic root calcification) may have contributed to the malposition of the first valve. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.